Event description:
Information received from the field notes that during a follow-up, the device was in back-up vvi mode and could not be interrogated. The device was pacing at 70 ppm and there was no magnet response. Several attempts to perform a microprocessor reset were unsuccessful. It was reported that this was the first time that the patient was seen in five years. The patient was not pacemaker dependent.